Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00588001601 femoral component option for cemented use only size f left lot # 62648149. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices confirms that taper feature fractured off and is assembled in to the femoral component post. Dimensional analysis shows that measured dimensions are with-in specification. Fracture analysis on the returned products identified that offset stem has damage on the threaded end with the fracture surface mostly perpendicular with the stem long axis. Fracture artifacts suggest that the fracture was due to overload. From the analysis, we also identified that femoral component has articulate surface wear marks and scratches. Eds semi-quantitative elemental analysis showed that the offset stem material was consistent with ti-6al-4v alloy. X-ray review report from healthcare provider says that the intramedullary rod in the femur is fractured and displaced by a few mm. There is also slight distraction of the fractured ends by a few mm. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per states that contributing factors related to this event is bmi / lysises. These patient conditions could have led to the fracture of reported device. Also fracture artifacts from sem analysis suggests the fracture was due to overload. So, root cause maybe attributed to conditions of the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided.

Event description:
It was reported that there is a bone fracture of the femoral shaft in the upper part of the shaft cone above the femur plate and the patient was revised sixteen (16) months post implantation. Lysis edge is noticeable around the femur and slightly around the shaft.